Event description:
Pump froze while in use - this pump failed 1 wk prior and was checked by baxter, and put back into service. This time biomed dept checked it and found all 3 i.v channels were cracked.